Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the distal end of the bd alaris¿ smartsite¿ extension set leaked when priming the tubing. This occurred with 2 sets during use. The following information was provided by the initial reporter: "the very distal end leaks after the tubing is primed".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the distal end of the bd alaris¿ smartsite¿ extension set leaked when priming the tubing. This occurred with 2 sets during use. The following information was provided by the initial reporter: "the very distal end leaks after the tubing is primed".

Manufacturer narrative:
H6: investigation summary one sample was submitted for quality evaluation. The customer complaint of leakage could not be verified by investigation and testing. The submitted sample was first visually inspected for any damages to the assembly components. There were no issues found during the visual inspection. The extension set was then primed and examined for leakage, air-in-line and occlusion. No issues were found during the priming of the extension set. The extension set was then attached to a primary infusion set and a simulated infusion was conducted at a rate of 200 ml/hr. There was no leakage, air-in-line or occlusions found during testing. No other issues were found during the evaluation of the extension set. A device history record review for model 10108964 lot number 21099001 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be established because the reported failure could not be replicated during testing of the submitted sample.

Event description:
It was reported that the distal end of the bd alaris¿ smartsite¿ extension set leaked when priming the tubing. This occurred with 2 sets during use. The following information was provided by the initial reporter: "the very distal end leaks after the tubing is primed".